Event description:
A complaint was received from a customer that reported that the glucometer elite would only display a "f5" value. While on the phone it was learned that the customer was incorrectly trying to use the reagent code strip for blood glucose testing. This was corrected. It was also learned that the customer received a result of 28 mg/dl and then 15 minutes later a result of 233 mg/dl. Customer felt a tight chest and thought they were having a heart attack went to the hosp where an EKG showed a heart problem and a silent heart attack within the last three months. Follow-up with the customer will be made.